Event description:
It was reported that the external pulse generator (epg) shut off while being used on a patient. After examination by the medical engineer of the hospital, it was determined to send the device to the manufacturer for repair. The device was then returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the lower case was broken.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.